Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported heat damage, which was observed during physical inspection. Internal inspection found the radio printed circuit board (pcb) to have burnt components. Fluid intrusion and component corrosion was evident. Due to the mac address being assigned to the radio pcb, the unit was unrepairable. (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump battery module had "smoked" internal burnt damage. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). This MDR was initially reported due to the absence of information. Upon additional review of the evaluation it was concluded that this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-03960 can be removed from the FDA database.